Event description:
It was reported that during an unknown procedure, the surgeon found that about 1/4 of the staples were unformed after firing. They had to change to hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were the staples malformed, irregular in shape? The staples was unformed, the legs of the staple were straight. Were there staples missing from the staple line? No. Did the device fully cut circumferentially? Yes. The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.